Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2007, to treat stress urinary incontinence, lateral cystocele and urethrocele. After experiencing dyspareunia, continued urinary incontinence and the sensation that part of the mesh was bulging into the vaginal wall, the plaintiff was seen in (B)(6) 2012, which lead to the discovery that the mesh was obstructing her urethra. The plaintiff underwent a revision procedure on (B)(6) 2012. It was alleged the plaintiff suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, an inability to engage in chosen and necessary activities, and permanent injuries.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.